Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i1000sr, list 1l86, (B)(4) to architect ca19-9xr, list 2k91, (B)(4). MDR number 1415939-2013-00412 has been submitted and all further information will be documented under that MDR number. Evaluation in progress.

Event description:
The account generated a falsely elevated architect ca19-9xr of 199 (unit of measure unknown) on a patient sample that repeated architect ca19-9xr of 17 and 15 (unit of measure unknown) as expected. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.